Event description:
The patient had been experiencing return of pain, numbness in the lower extremeties, and other neurological symptoms. The patient was diagnosed with a catheter tip inflammatory mass. The patient was admitted to the hospital.